Manufacturer narrative:
The manufacturer received a complaint reporting that the device experienced tearing during use. No lot number, samples, photographs, or additional supporting information were provided; therefore, device evaluation and device history record review could not be performed. The reporter indicated that a similar issue had been previously reported; however, due to the absence of a lot number or other device-specific identifiers, it could not be confirmed whether this event involved the same lot or device as the prior report. An investigation was conducted based on available information and included a review of applicable manufacturing procedures, process controls, and equipment. No nonconformances were identified. A risk assessment determined the risk level to be low. Based on these findings, no corrective or preventive actions, health hazard evaluation, or recalls were required. The issue will be tracked and trended in accordance with internal procedures.

Event description:
The customer reported that the sterile probe cover drape (sku pc1293) experienced tearing during use in the operating room. The complaint involved multiple units; however, the lot number was not provided, and no samples or photographs were submitted despite request. The reporter indicated that a similar issue had been previously reported with the same sku, but due to the absence of lot-specific information, it could not be confirmed whether this event involved the same lot as the prior report. No patient injuries, infections, or complications were reported.